Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011962 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 08-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal #6011962. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011962 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac m12 on 23-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance nc - (B)(4) was opened for lack of instructive of use and further product disposition were required. The assembly, lot 5b01802 was manufactured according to the wi version 27 and manufactured in the quickset line, on 23-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 5b04424 was manufactured according to the wi version 27 and manufactured in the quickset line, on 21-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 5b01804 was manufactured according to the wi version 27 and manufactured in the quickset line, on 23-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The gluing of tubing lot 5b02965 was manufactured according to the wi version 42 and manufactured in the gluing line 04-08, on 19-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The gluing of tubing lot 5b01817 was manufactured according to the wi version 42 and manufactured in the gluing line 04-08, on 15-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The gluing of tubing lot 5b01818 was manufactured according to the wi version 42 and manufactured in the gluing line 04-08, on 16-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The gluing of tubing lot 5b01819 was manufactured according to the wi version 42 and manufactured in the gluing line 04-08, on 18-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The gluing of tubing lot 5b01820 was manufactured according to the wi version 42 and manufactured in the gluing line 04-08, on 17-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. The patient reported experiencing hyperglycemia that led to hospitalization. The incident occurred when the patient consumed a meal without informing his mother, resulting in a missed insulin bolus and subsequent blood glucose elevation. The patient was admitted to the hospital on (B)(6) 2025, at 1:00 am with a blood glucose level exceeding 600 mg/dl. Dehydration was noted as a significant factor contributing to the hospitalization. Treatment included intravenous insulin administration. The hospital stay lasted 4 days. No further information was available.